Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. It was noted that the shock impedance trend had been around 100 ohms with a gradual rise to 126 ohms over the last year. Boston scientific technical services (ts) noted this is a single coil lead which tend to run at higher shock impedance measurements due to the smaller surface area. Ts explained that a gradual rise in shock impedance is not indicative of a lead fracture but rather a physiological reason, such as calcification on the lead coil. Ts provided guidance to the healthcare provider (hcp) to consider a device check in the office to reset the alert and increase the shock impedance upper limit programming to 150 ohms or 175 ohms and continue monitoring. Ts advised avoiding delivered shock impedance measurements greater than 145 ohms as that is when an open fault will occur and when impedances get higher, truncation of the biphasic shock waveform and difficulty converting arrhythmias may result. It was noted that this single chamber implantable cardioverter defibrillator (ICD) system has never delivered a shock, so ts stated to consider performing a commanded maximum energy shock test at some point to determine the associated impedance value. The hcp stated they will continue to monitor the issue. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited a gradual rise in shock impedance measurements, eventually going out of range, indicating calcification. Ts discussed recommendations with the health care professional (hcp). This rv lead remains in service at this time.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. It was noted that the shock impedance trend had been around 100 ohms with a gradual rise to 126 ohms over the last year. Boston scientific technical services (ts) noted this is a single coil lead which tend to run at higher shock impedance measurements due to the smaller surface area. Ts explained that a gradual rise in shock impedance is not indicative of a lead fracture but rather a physiological reason, such as calcification on the lead coil. Ts provided guidance to the healthcare provider (hcp) to consider a device check in the office to reset the alert and increase the shock impedance upper limit programming to 150 ohms or 175 ohms and continue monitoring. Ts advised avoiding delivered shock impedance measurements greater than 145 ohms as that is when an open fault will occur and when impedances get higher, truncation of the biphasic shock waveform and difficulty converting arrhythmias may result. It was noted that this single chamber implantable cardioverter defibrillator (ICD) system has never delivered a shock, so ts stated to consider performing a commanded maximum energy shock test at some point to determine the associated impedance value. The hcp stated they will continue to monitor the issue. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited a gradual rise in shock impedance measurements, eventually going out of range, indicating calcification. Ts discussed recommendations with the health care professional (hcp). This rv lead remains in service at this time.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. It was noted that the shock impedance trend had been around 100 ohms with a gradual rise to 126 ohms over the last year. Boston scientific technical services (ts) noted this is a single coil lead which tend to run at higher shock impedance measurements due to the smaller surface area. Ts explained that a gradual rise in shock impedance is not indicative of a lead fracture but rather a physiological reason, such as calcification on the lead coil. Ts provided guidance to the healthcare provider (hcp) to consider a device check in the office to reset the alert and increase the shock impedance upper limit programming to 150 ohms or 175 ohms and continue monitoring. Ts advised avoiding delivered shock impedance measurements greater than 145 ohms as that is when an open fault will occur and when impedances get higher, truncation of the biphasic shock waveform and difficulty converting arrhythmias may result. It was noted that this single chamber implantable cardioverter defibrillator (ICD) system has never delivered a shock, so ts stated to consider performing a commanded maximum energy shock test at some point to determine the associated impedance value. The hcp stated they will continue to monitor the issue. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.